Event description:
One patient sample with initial calcium result of 16.7 mmol/l. Same sample repeated twice and gave a result of 10.6 mmol/l each time. The initial result was not reported. The field service representative performed performance check tests which were within specification.